Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain. It was reported that it was unknown if the implant was on. The patient was at work sweeping on the day of the report and suddenly started experiencing a stinging sensation. The patient attributed feeling the stinging to the presence of his suspenders over his implantable neurostimulator and when he moved the suspenders away, there was no stinging. The patient starts sweating when the stinging sensation happens and the skin over the implantable neurostimulator appears normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.